Event description:
In 11/2004, the pt's family member contacted lifescan on thier behalf alleging that the pt's one touch profile meter had read inaccurately low. The medical affairs specialist spoke with the pt's family members on the next day. The pt uses an insulin pump. At the time of concern, pt was using humulog insulin via an insulin pump. Pt was taking boluses of insulin to cover meals and to treat elevated blood glucose results obtained on the reported meter. The meter results were consistently in the 250 to 300 mg/dl range on 06/2004 and the day after. The family member does not recall the specific insulin basel rate or boluses taken during this time. Urine ketone tests were negative; however, the family member said that the ketone testing sticks they were using were expired. In 06/2004, pt went to the movies and ate a large amount of popcorn, which their family member stated is a "trigger food" for pt creating greater hyperglycemia. On the morning of the incident, pt was extremely weak and thirsty. A result of 154 mg/dll was obtained on the meter at the incident at 8:00 am, just prior to them taking pt to the ER. A lab result result of 1,300 mg/dl was obtained in the ER. Pt was treated with IV fluids and insulin and transported to a hosp where pt was hospitalized for 2 days. While hospitalized, pt was started on novolog insulin and adjustments were made to pt's basal rate and bolus regimen. The family member purchased a replacement meter and discontinued using the reported meter as of the incident. They stated that the incorrect meter readings caused their family member to be hospitalized and pt "nearly died".